Event description:
A malfunction was reported with the pump, specifically displaying malf 16 and experiencing button or charging issues. There was no reported adverse impact to the customer's blood glucose level. The customer chose to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support confirmed that the pump was in warranty and arranged for a replacement. Additionally, the customer was instructed to allow the pump's battery to deplete fully before returning it using a pre-paid label within ten days, and these instructions were acknowledged by the customer.